Event description:
The user's hearing performance is affected and in situ testing showed affected channels. It was reported that the user was struck by a truck on 20.nov.2023 and the implant side was impacted. Re-implantation is scheduled.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Conclusion: the investigation results revealed overload fractures in the active electrode confirming that the device has failed due to an external impact to the active electrode. All the problems given in the recipient report appear to match well with this finding. This is a final report.

Event description:
The user's hearing performance with the device was affected. Reportedly, the user was struck by a truck on (B)(6) 2023. The implant side was impacted by the incident. The user was reimplanted with a new device.